Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of the devices, a cuff inflation/deflation issue occurred. There were no patient symptoms or complications though patient had to be reintubated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of the devices, a cuff inflation/deflation issue occurred. There was no patient injury.